Event description:
The dwell time as expressed in (minutes, seconds) on the active transfer device, radiation source train calibration certificate for the 23.0 graydose was incorrect. It was incorrectly stated as 3 min. 29 sec., rather than the correct value of 3 min. 39 sec. However, the dwell time as expressed in seconds was correctly stated as 219 secs. This device was not used to treat any patients.